Event description:
A caller reported a malfunction on a pump, specifically indicating malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues arose again.